Event description:
Information received indicates there are no left siderail caregiver functions due to a frayed siderail cable at the pivotal point. Wiring was exposed.

Manufacturer narrative:
The technician replaced the left siderail cable to repair the bed.